Event description:
It was reported that rv lead was explanted due to oversensing approx. 174 months after the implantation. During the same procedure the ra lead was also explanted, most likely after the same long implantation period. There was no complaint about the performance of the ra lead.

Manufacturer narrative:
The linox lead was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the lead under complaint was found cut 12 cm distal to the df-1 connector pin (into two segments). All fragments were received for analysis. The returned lead fragments were analyzed. The visual inspection revealed abrasion marks along the lead segment. In the distal lead region the insulation was found damaged due to wear. This damage is assumed to be the root cause for the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further analysis revealed a loop-shaped conductor cable outside of the lead segment 7 cm, 10 cm and 34 cm proximal to the lead tip. This damage most likely occurred due to severe tensile forces applied during the extraction procedure. An inside-out extrusion of the cable could be ruled out by the analysis. The parameters of the electrical and mechanical analysis could not be measured due to the fragmented state of the lead. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.